Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage and deformed/damaged/cracked device. The following information was provided by the initial reporter. The customer stated: "five minutes after the infusion of fluid after the replacement of the infusion port needle for the patient, the nurse found fluid seepage in the junction. Upon examination, it was found that there were fine holes in the junction causing the leakage."